Event description:
It was reported that the pump had frequent primary audible alarms. There was no patient harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the j9 connector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The interconnect board was replaced and the device passed all testing.